Event description:
It was reported that the device was explanted due to early battery depletion/eri. No patient complications were reported as a result of this event. 3500a received reporting battery replacement. The device was returned with no telemetry noted.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Pt and device codes used as none provided on 3500a received. Evaluation summary: inconclusive analysis- further analysis of this device resulted in a change in findings. This device was explanted in 2006 for battery depletion. It was returned in 2008. The device has been in an uncontrolled environment for 21 months, which adds too many variables for a conclusion to be drawn. It was reported that the device was explanted due to early battery depletion/eri. No patient complications were reported as a result of this event. 3500a received reporting battery replacement. The device was returned with no telemetry noted. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination no conclusion can be drawn interrogate, difficult to premature eri (elective replacement indicator).

Event description:
It was reported that the device was explanted due to early battery depletion/eri. No patient complications were reported as a result of this event. 3500a received reporting battery replacement.